Event description:
A surgeon reported that one of the haptics broke as an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. The incision was enlarged to accomodate removal and replacement of the lens. Additional information has been requested.